Event description:
It was reported that this device was beeping. An interrogation gave a long charge-time error message. The battery remaining was at 5%. The device was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was beeping. An interrogation gave a long charge-time error message. The battery remaining was at 5%. The device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device memory was examined. The device had declared eol prior to eri due to long charge times. The memory shows normal battery voltage decreasing while implanted. The device longevity may meet requirements. The root cause of the observation during analysis (eol declaration prior to eri declaration due to long charge time) could not be determined during the device analysis.